Event description:
A caller reported a power source alert while using a tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. The customer tried several troubleshooting steps, including using a different wall adapter and charging cable. The issue was resolved when the customer used a different charging cable with the wall adapter, which allowed the pump to start charging. No further assistance was required.